Event description:
It was reported that the patient's atrial leadless pacemaker (lp) failed to be interrogated via conductive telemetry. Chest x-ray was performed and verified the lp had dislodged into the ventricle. The lp was explanted and replaced. The patient was stable.